Manufacturer narrative:
Analysis by the manufacturer determined the root cause of the incident was due to user inattentiveness. There is an instruction in the user manual stating that the user must ensure that no patient body parts are in the danger areas. The user always has the option to press one of the emergency stop buttons to stop system movement. As of the date of this report, siemens has not been made aware of a serious injury or death caused by the described issue of the user driving the system onto a biopsy chair. No general problem has been detected for the installed base which requires an immediate action. Internal ID# (B)(4).

Event description:
The mammomat inspiration system was driven onto a biopsy chair resulting in the chair to be caught under the system and the mammomat inspiration system being pulled away from the wall. There was no patient involvement reported during this incident. The system was operational after the event. In a worse-case scenario, if a patient was on the biopsy chair during the event the patient's body parts could be crushed between the system and the biopsy chair during a similar incident and a minor to serious injury might occur this event is being report with an abundance of caution. The reported event occurred in australia.

Event description:
Additional information: a patient was seated in the biopsy chair at the time of the event; however, no injury was reported.

Manufacturer narrative:
Corrected information: d4: lot # was populated with system UDI in error. This system has a serial number and not a lot number. Additional information: b5: a patient was seated in the biopsy chair at the time of the event; however, no injury was reported. H6: h10: the reported event was investigated in detail. The investigation showed that the described issue occurred because the operator did not consider the general safety instructions in the system operator manual (xpw7-330g.620.60.01 chapter 2.2.2 "mechanical safety from page 27). According to the information received by the service organization, the operator accidentally moved the biopsy chair, on which the patient was seated, onto the system foot switch during the final positioning. The biopsy chair activated the downward movement of the system arm, and the cover of the detector / biopsy unit was driven onto the biopsy chair. This led to the system being moved away from the wall. The operator moved the biopsy chair back and the movement stopped immediately because the biopsy chair no longer pressed the lift button on the foot switch. During service, the system was checked and inspected for mechanical defects. No defective parts or system malfunctions could be determined. Thus, no parts have been replaced. Since the system has moved slightly the service technician moved the unit stand back in position. Afterwards, the system was used by the customer with no further issues. It is recommended to place all components such as the foot switches far enough away to avoid such issues. Since no system malfunction could be identified the complaint is closed without further measures. Internal ID(B)(4).